Manufacturer narrative:
Subsequently, the device was explanted and returned for analysis. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) with a monitoring voltage of 2.76 v and a charge time of 33 seconds. Elective replacement indicator (eri) had not been declared. A health care profession inquired why the device declared eol without eri. Technical services discussed the device will declare eol with one charge time greater than 30 seconds, so would declare eol without declaring eri. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The available information indicates the device remains in service. This event will be updated if additional information becomes available.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.